Manufacturer narrative:
Device not returned.

Event description:
During preventative maintenance of the device, the field service rep reported that the ground wire was broken on the power cord. Since the event occurred during preventative maintenance, there was no pt involvement during this event.